Event description:
Female pt underwent upper endoscopy for treatment of a large gastric varix with glue injected into the varix. The glue was being used to coagulate and stabilize the varix. Upon injection with a 23 gauge needle into the varix, the staff noticed under fluoroscopy that the glue did not inject as expected into the varix. In addition, blood extravasated from the varix into the stomach at a very high flow rate. The team pulled out the endoscope in an attempt to prepare for emergent varix banding, however, the patient aspirated blood, coded, and died after unsuccessful resuscitation, and attempts to stop the bleeding.